Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with anterior uveitis at 1 months post treatment. Original treatment done on (B)(6) 2015. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of transient light sensitivity syndrome (light sensitivity). Patient reported symptoms are not interfering with daily activities. Patient's symptoms resolved on (B)(6) 2015. Bcva from (B)(6) 2015: right eye pre-op 20/20 -2.75 x -.75 x 107; left eye pre-op 20/20 -2.50 x -1.00 x 66. Bcva from (B)(6) 2015 right eye post-op 20/20 .00 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90.